Event description:
It was reported that after drug administration the nurses identified the leakage of the drug through the orifice of the catheter.

Manufacturer narrative:
An investigation has been initiated. A review of the manufacturing records indicated that all the device specifications and quality requirements were satisfied. The device has been forwarded to the manufacturer for further review. When the investigation is complete a final report will be submitted.